Event description:
Tissue damage; (B)(6) (effects of blue-light irradiation during dental treatment) and (blue light hazard in dentistry). This was approved by u.s. Unacceptable. I am close to death from this. Save the world. FDA safety report ID # (B)(4).